Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device was received with cracked case at the display window corners and minor scratched lcd window.

Event description:
It is reported that the customer was attempting to deliver a bolus and the numbers kept ramping up. It was also reported that the keypad is unresponsive. Customer's blood glucose level at the time 85 mg/dl. Advised insulin pump would be replaced. No additional info was provided.